Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the local field representative believed that the patient's high voltage leads might be reversed in the header. The patient was unable to be converted and the shock channel electrogram was noted to be flat. An invasive procedure was performed where the distal and proximal high voltage pins were noted to have been reversed in the header. The pins were inserted into the correct ports and defibrillation threshold testing was performed successfully. There were no adverse patient effects reported. The lead remains in service.